Manufacturer narrative:
An event of a calcified valve was reported in a patient with underlying renal dysfunction. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm biocor valve was implanted due to severe aortic stenosis. One month following the procedure, the physician reported valve insufficiency and aortic regurgitation due to the patient's abnormal aortic valve structure and renal dysfunction. On (B)(6) 2019, the valve was explanted and a medtronic biological valve was implanted. Upon explant, the physician observed calcification of the leaflets. The patient is reported to be stable.